Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the tooth of the bone holding forcep broke during the surgery. The procedure was not delayed. There was no patient harm reported. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complained forceps has shown that one prong is broken off as complained. Further investigation regarding the manufacturing documents shows conformity to the specification (manufactured april 2013). A complaint history review was also conducted and no other complaints for this lot number and article number. Unfortunately the exact cause of failure cannot be determined. We suppose that too much applied mechanical force well beyond its calculated design during use caused the breakage. The instrument was manufactured according to the specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.